Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0080 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the needle use for the 2nd day, y site was found leak (like about a bead) when chemotherapy drug infusion. Then stop the infusion and use another needle (no connections with y site for set and syringe when chemotherapy drug infusion). No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking hub was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in w/ysite safestep infusion set was returned for investigation. One 20 ga x 0.75 in w/ysite safestep infusion set was returned for investigation. The sample was with securement dressing and evidence of use. Both clamps were returned engaged. The safety mechanism was fully activated. The sample was flushed with water using a 12 ml syringe and no leaks were observed. The distal clamp was activated in order to pressurize the device and bead of water was observed to form at the blue valve at the y-site. The leak was non-continuous. The product IFU states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." A lot history review (lhr) of asdss0080 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the needle use for the 2nd day, y site was found leak (like about a bead) when chemotherapy drug infusion. Then stop the infusion and use another needle (no connections with y site for set and syringe when chemotherapy drug infusion). No other information was provided.